Manufacturer narrative:
(B)(4). Two devices were received. Both devices were received in good condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, a new washer was placed on the device and it was tested for functionality. They fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The adjusting knob functioned as intended and without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Event description:
It was reported that during an hemorrhoidectomy procedure, the device could not be closed correctly, incomplete cutting line. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).